Manufacturer narrative:
This is the final report.

Event description:
A report was received that during an implant procedure, the physician discovered that he had punctured the patient's dura and there was a cerebrospinal fluid leak. The physician chose not to give any treatment for the dura puncture at the time of surgery. The patient was later prescribed pain medication and the patient's headache subsided and is reportedly doing well.